Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been 73 hours into therapy. 1 hour into rewarming and arctic sun device was alerting 02 low flow. Water flow rate (wfr) was 0 l/m. Patient temperature (pt) was 33.c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 0l/m rewarm rate 0.5c/hr. Walked through stop therapy, empty pads and device alerted 07 empty pads not complete x 2. Disconnected pads over trash can. Reconnected using proper technique and verified all lines straight with no bends or kinks. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Had stopped and disconnected pads again. Placed device in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 24.2c, outlet control temperature (t2) was 23.9c, inlet temperature (t3) was 22.9c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours were 5721.8 and pump hours were 1186.2. Walked through adding back pads while still in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 28.6c ,outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 26 percentage, mixing pump command (mpc) was 0, heater was 0. Walked through disabling manual control. Advised to swap out to new set of pads. Encouraged to call back with any issues, alerts or concerns. Sn dygsal046 rn did troubleshooting with a device earlier alerting low flow. They changed the pads as suggested, but the device still read water flow rate (wfr) was 0. They switched to a new device and pads/device are functioning good. Original sn: dygsal046 new sn: (B)(6) confirmed the current device was functioning appropriately now and that sent the previous device to biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Walked through stop therapy, empty pads and device alerted 07 empty pads not complete x 2. Disconnected pads over trash can. Reconnected using proper technique and verified all lines straight with no bends or kinks. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Had stopped and disconnected pads again. Placed device in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 24.2c, outlet control temperature (t2) was 23.9c, inlet temperature (t3) was 22.9c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours were 5721.8 and pump hours were 1186.2. Walked through adding back pads while still in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 28.6c ,outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 26 percentage, mixing pump command (mpc) was 0, heater was 0. Walked through disabling manual control. Advised to swap out to new set of pads. Encouraged to call back with any issues, alerts or concerns. Sn (B)(6) rn did troubleshooting with a device earlier alerting low flow. They changed the pads as suggested, but the device still read water flow rate (wfr) was 0. They switched to a new device and pads/device are functioning good. Original sn: (B)(6), new sn: (B)(6) confirmed the current device was functioning appropriately now and that sent the previous device to biomed. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been 73 hours into therapy. 1 hour into rewarming and arctic sun device was alerting 02 low flow. Water flow rate (wfr) was 0 l/m. Patient temperature (pt) was 33.c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 0l/m rewarm rate 0.5c/hr. Walked through stop therapy, empty pads and device alerted 07 empty pads not complete x2. Disconnected pads over trash can. Reconnected using proper technique and verified all lines straight with no bends or kinks. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Had stopped and disconnected pads again. Placed device in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 24.2c, outlet control temperature (t2) was 23.9c, inlet temperature (t3) was 22.9c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours were 5721.8 and pump hours were 1186.2. Walked through adding back pads while still in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 28.6c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 26 percentage, mixing pump command (mpc) was 0, heater was 0. Walked through disabling manual control. Advised to swap out to new set of pads. Encouraged to call back with any issues, alerts or concerns. Sn (B)(6) rn did troubleshooting with a device earlier alerting low flow. They changed the pads as suggested, but the device still read water flow rate (wfr) was 0. They switched to a new device and pads/device are functioning good. Original sn: (B)(6) new sn: (B)(6) confirmed the current device was functioning appropriately now and that sent the previous device to biomed.